Manufacturer narrative:
Upon further review, it was discovered that previously reported information indicated that the ins was implanted after its use before date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a lead revision due to lead migration. Post lead revision, the patient's spinal cord stimulation was reprogrammed. After synchronizing, the patient programmer was unable to turn up or down the voltage of the stimulation. They tried changing the batteries to the patient programmer, resynchronizing, turning the programmer on/off, and checking for any problems with the clinician programmer. The patient reported that the programmer had not been able to do this for about a year as of (B)(6) 2019; however, the patient never reported the issue. The patient did not report any problem that may have caused or contributed to the issue. No interventions were taken to resolve the issue. The programmer would be replaced in the future. No symptoms were reported, and the patient was alive with no injury. Failed back surgery was noted as patient medical history. No further complications were anticipated.